Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion the spring fingers. The probable root cause of the binding issue was attributed to component susceptibility to increased friction.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus was turning in the middle of the case. The procedure was completed with no reported injury.